Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 278151 on panther instrument sn (B)(4) which had 89 positive results out of 172 samples. The positive samples had rlus within the expected range.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed customer's findings; all other wls had all negative samples, including one run using the same reagent kit as the questionable run. Customer later reported that the wl in question was another operator repeating positive sars-cov-2 samples without informing the rest of the staff. Other sars-cov-2 tma runs had <1% positivity rate, so the reported issue was due to a misunderstanding. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Manufacturer narrative:
Amended information in section b5 describe event or product problem. Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 278151 on panther instrument sn (B)(6) which had 89 positive results out of 172 samples. The positive samples had rlus within the expected range. Customer later reported that the wl in question was another operator repeating positive sars-cov-2 samples without informing the rest of the staff. Customer did not provide any information about the samples retested in the wl in question, nor if there were any suspected or confirmed false results. There was no indication of results being reported to patients. The information provided by the customer was insufficient to characterize any sample as a confirmed false result.